Manufacturer narrative:
A review of the device history record (DHR) for the iabp involved in the event was performed. There were no nonconformities in the DHR related to this failure mode. A company service representative performed an evaluation of the iabp. There were no related errors in the system fault logs. The reported problem could not be duplicated. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the "augmentation" and "calibration" buttons failed to work on the touchscreen of the iabp. All other buttons were functional. Therapy was continued on the same iabp. After rebooting the iabp on (B)(6) 2013, all buttons were functional. No patient injury was reported.